Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm software error detected, the motor arm can't communicate and power error detected. Customer's blood glucose at time of incident was unknown. The customer was advised to disconnect from pump, take out battery, keep for 10 minutes and clear alarm, time/date and set change if applicable. The customer stated they got pump error alarm. The customer was advised pump will be replaced.